Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and no recurrence of the malfunction code was observed. The customer was advised to continue using the pump and was instructed to call back if any issues reoccur.